Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-85644.

Event description:
It was reported that the insulin pump under-delivered insulin and the sensor was giving incorrect readings. The blood glucose reading was 467 mg/dl. Customer went out to eat and the blood glucose reading was 69 mg/dl. Customer was nauseated. Insulin taken had decreased the blood glucose quickly. The insulin pump alarmed no delivery. Caller tried to deliver 4-7 units, but the insulin pump delivered 1.8 units. This happened twice. Customer treated the high with a bolus. Nothing further reported.